Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 2.9 mmol/l, causing them to lose consciousness. Cause was not known. Customer was given juice by paramedics to address their blood glucose. Recommendation was made to consult with a healthcare provider regarding diabetes management.